Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number 1627487-2020-01650. It was reported the patient experienced high impedance issues. In turn, surgical intervention took place on (B)(6) 2020 during which the existing leads were explanted and replaced. Effective therapy established post-op. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.